Event description:
A monopolar electrosurgical cable was in use with a maryland dissector. When power was increased the cable began to burn near the end that plugs into the generator. Separation of the male connector from the cord was then noted. The cable was changed and the case was completed. No injuries were reported. The device was examined by user facility biomedical personel and was then discarded. The eval stated that wires inside the cord broke and an electrical arc occurred.